Event description:
Info received indicates, the pump delivered 9.25ml and should have delivered 10ml. Found during testing in between pts.

Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.